Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made. No patient consequences were reported.